Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed, unable to open. A technical support specialist stated the bd field engineer visited the site and fixed the faulty connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed to open. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.